Event description:
It was reported that, "after the event of per (B)(4), when our sr checked the implanted other components, he fortuitously noticed that a mismatched ts insert has been implanted on primary tka. The surgeon would like to know the causal association with per (B)(4)." Add'l info: the scorpio ts insert # 5 (B)(4) was replaced with 7f/5t ts insert (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt as: MFR # 2249697-2011-00829.